Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin came out of the tubing about four hours, after the set was changed. This issue occurred with two sets. No further information available.